Event description:
The report suggests that the customer has experienced leakages between the plum a hospira dedicated set and the mp1000c-0006 during administration of chemotherapy at high rates. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
(B)(4). The model/catalog numbers identified in section in d4 is a carefusion product which is same or similar to a device that is approved for sale domestically. (B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be returned for eval.